Event description:
It was reported that during a shoulder arthroscopy procedure, metal flakes were sheared off the device and remain in the patient¿s subacromial space. According to the reporter the surgeon tried to remove the pieces with a shaver; not all pieces were removed. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was not confirmed. Visual evaluation revealed no metal gouging and no evidence of metal abrasion on the device. The origin of the metal debris is not related to the arthrex device and remains of unknown origin. The cause of the event could not be determined from the information available and device evaluation. Device history record revealed nothing relevant to this event. This is the second complaint of this type for this part/lot combination. The evaluation conclusion of this event is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.